Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). As the device was not returned for evaluation, a failure analysis could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the failure to adhere/bond to leaflets and difficult to remove the device were related to patient morphology/pathology and procedural conditions, respectively. However, a definitive cause for the clip rotation and difficulty positioning could not be determined. The reported patient effects of mitral valve injury/tissue damage and increased mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The patient effects appear to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because during use of the device, a chordal rupture occurred, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and challenging patient anatomy due to prolapsed leaflets. During advancement of the clip delivery system (cds) into the left ventricle, the clip rotated approximately 10 degrees. After positioning of the cds, it was not possible to grasp the leaflets, possibly due to the prolapsed leaflets. After 10-12 attempts to grasps the leaflets, it was noted that the clip was caught in the chordae. The clip was inverted and retracted to the left atrium; however, a chordal rupture was noted with flailing anterior leaflet, and mr increase up to grade 4. An additional three unsuccessful attempts were made to grasps the leaflets. The decision was made to abort the procedure at that time. It is currently unknown if further treatment will be performed at a later date. There was no additional information provided.